Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. One photo received: upon visual inspection of one photo, the following was observed: the photo shows a green reload inside of its package and several yellow drivers can be seen inside of package. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during pulmonary lobectomy surgery, opened the packing, noted the staple drivers were damaged as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.